Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that their insulin pump had hardware low level failure alarm during self-test. The customer¿s blood glucose was unknown. Customer states they are able to rewind the insulin pump and able to successfully clear the alarm. The customer performed self-test and it was failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63, variable 3, alarmed during self test and was confirmed in device history file due to cold solder joint found on pin of the ambient light sensor. Device also received with severely scratched lcd window.